Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient was requesting to speak with somebody who could speak spanish. No spanish agents were available and they called the patient back using the language line. An interpreter was used: at the beginning of the call the patient explained their back hcp told them they needed to see a neurologist and referred them to another doctor whom diagnosed them with parkinson¿s. The patient was having tremors that day because they were nervous. The patient was implanted for essential tremors and told the doctor that wasn¿t possible because they already had the device in their head that was stimulating the nerve even though they did not have didn¿t have parkinson¿s. The patient reported that they had medical issues and problems with their patient programmer and asked if they should go to the doctor who implanted them and ask about removing it. The patient also asked if somebody could go to their home and help with adjustments. The patient was then unable to walk so maybe the problem had to do with the device. When they asked them to clarify the patient said they were able to walk slowly if they used their walker but their feet did no want to leave the ground. The patient explained they had gotten back surgery and during one of their appointments the doctor wanted to know what was going on with their leg. The hcp told them that their back was perfectly fine and they needed to see a neurologist about their leg. The patient said they went to a neurologist and they did some adjustment and now when they tried to turn it off at night only half would turn off, the other half would not turn off. When the doctor did adjustment they did not have their patient programmer with them to test to turn it on or off and when they got back home only half of it was turning off. Help was offered by patient services to resolve that issue but the patient declined. Later in the call the patient said they used to fall a lot especially with their right leg and then they would get some trauma to their head. They fell 2 times in their house and they inured their head, not to the point the they broke their head open but they felt something had moved inside. By the end of the call the patient said they would try get an appointment with their doctor to resolve their symptoms. The patient said they specialize in parkinson¿s and movement disorders, and they were closer to ucla. There were no further complications reported.

Manufacturer narrative:
Continuation of: product ID 3387s-40 lot# v142617 serial# implanted: explanted: product type lead: all codes apply to lead. If information is provided in the future, a supplemental report will be issued.